Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was hospitalized due to high blood glucose (bg) levels of 327 mg/dl, ketones and vomiting, while wearing the pod between 36 and 48 hours on the back. The pod was removed, and the cannula was noted to be bent. At the hospital, the patient was placed on an intravenous (IV) of anti vomiting medicine, a manual insulin injection of 4 units was given and a new pod was applied.